Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer did not hear a low reservoir alarm when reservoir was empty. Customer stated that insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.